Event description:
The reporter stated that her son has occasionally gotten the er1 message. She related that recently he had received er1 message on the meter for about 3 tests and then turned the meter off. She reported that the next day he retested and obtained a satisfactory result. She stated that his blood sugar readings normally do not get as high as 500. She further stated that he does not base his insulin dosage on his meter readings, and does not perform control solution tests.